Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose levels that were over 400 mg/dl and 500 mg/dl. Their infusion sets with bent cannulas had caused their blood glucose to go high. They did not mention any form of treatment. The insulin pump will not be returned for analysis.